Event description:
It was reported that the patient sat down really hard in her seat in her car yesterday. She hit the spot where ins was and it hurt really bad. She stood right back up and after she got up she felt fine, the pain went away. The patient confirmed she currently was not in pain. After she hit the spot yesterday the device did not seem to be working. The patient got home and turned it off and back on again. The patient confirmed the device and therapy seemed to be working now. The patient's next appointment with hcp (healthcare provider) is on wednesday. It was noted that the patient had bad feet and legs. She has deep vein thrombosis. This summer she is going to hcp who wants to perform ablation. Additional information received noted that the patient did not have concerns with their device or therapy. It was also noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment was noted as (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hmvb, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).